Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
Issue description: a customer in (B)(6) informed nobel biocare on (B)(6) 2019 that a product (art. #37965; batch. # 12129104) was labeled 3.75x7mm on the cap while the label on the tube indicated 3.75x10mm. The correct size on the label for this article is 3.75x10mm. The implant was returned to nobel biocare unopened. Manufacturer investigation: a retain sample was performed on june 03,2019 to confirm that the articles were correctly labelled. The retain samples complied with specification. Articles from the batch still in stock were checked, no other labelling issues were discovered. No other complaints were received regarding the same batch.